Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-mar-2017: updated quality-safety evaluation of ptc was received. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and after the implant procedure, she began to experience pelvic pain (continues to treat for pelvic pains and presented her menstrual cycle with big blood clots, heavy menstrual bleeding, menstrual cycle has went from 2-3 days to 2 weeks. The reported event are regarded as anticipated in essure reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes and pelvic pain may occur. In this case, she experienced pelvic pain since essure insertion (about 7 years). Considering the events nature and the compatible temporal relationship the causality cannot be excluded. This case was regarded as incident due to duration and treatment for pelvic pains. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Upon receipt of follow-up information, this case became legal. Thus, further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on (B)(6)2015. The most recent information was received on (B)(6)2018. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific issue was defined, therefore no meddra llt can be provided. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("after the implant procedure, she began to experience pelvic pain (continues to treat for pelvic pains)") and menorrhagia ("with big blood clots, heavy menstrual bleeding, menstrual cycle has went from 2-3 days to 2 weeks") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress. Concurrent conditions included dysmenorrhea. Concomitant products included ibuprofen (motrin ib) since 2009. In 2009, the patient experienced menorrhagia (seriousness criteria disability and medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful sexual intercourse - as a simple tampon even hurts") and abdominal pain lower ("cramping"). In 2010, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced migraine ("increased migraines"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, menorrhagia, back pain, dyspareunia and abdominal pain lower had not resolved and the migraine, vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dyspareunia, female sexual dysfunction, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in march 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Reporter added. Concomitant drugs were added. Event abdominal pain added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("after the implant procedure, she began to experience pelvic pain (continues to treat for pelvic pains)") and menorrhagia ("with big blood clots, heavy menstrual bleeding, menstrual cycle has went from 2-3 days to 2 weeks") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria disability and medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful sexual intercourse - as a simple tampon even hurts") and abdominal pain lower ("cramping"). In 2010, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). On an unknown date, the patient experienced migraine ("increased migraines"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, menorrhagia, back pain, dyspareunia and abdominal pain lower had not resolved and the migraine and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, female sexual dysfunction, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 31-jul-2018: plaintiff fact sheet and medical record received. Event added: abnormal bleeding (vaginal),apareunia (inability to have sexual intercourse). Concomitant condition was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was reported via FDA regulatory authority ((B)(4)) on 19-oct-2015. Follow-up was received on 20-jan-2017 (legal claim). This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("after the implant procedure, she began to experience pelvic pain (continues to treat for pelvic pains)") and menorrhagia ("with big blood clots, heavy menstrual bleeding, menstrual cycle has went from 2-3 days to 2 weeks") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient started essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia (seriousness criteria disability and medically significant), back pain ("severe back pain"), dyspareunia ("painful sexual intercourse - as a simple tampon even hurts") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced migraine ("increased migraines"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, menorrhagia, back pain, dyspareunia and abdominal pain lower had not resolved and the migraine outcome was unknown. The reporter considered pelvic pain, menorrhagia, back pain, migraine, dyspareunia and abdominal pain lower to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2010: hysterosalpingogram result was to ensure proper placement of essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. Therefore, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Most recent follow-up information incorporated above includes: on 20-jan-2017: legal claim was received: after the implant procedure, the plaintiff began to experience pelvic pains and cramping, heavy menstrual bleeding, painful intercourse, and back pain beginning on or about (B)(6) 2010. As a result of these injuries, she continued to treat for pelvic pains and cramping, heavy menstrual bleeding, painful intercourse and back pain. Implant date was (B)(6) 2009 (previously reported as (B)(6) 2009). Hsg was performed to ensure correct placement. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and after the implant procedure, she began to experience pelvic pain (continues to treat for pelvic pains and presented her menstrual cycle with big blood clots, heavy menstrual bleeding, menstrual cycle has went from 2-3 days to 2 weeks. The reported event are regarded as anticipated in essure reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes and pelvic pain may occur. In this case, she experienced pelvic pain since essure insertion (about 7 years). Considering the events nature and the compatible temporal relationship the causality cannot be excluded. This case was regarded as incident due to duration and treatment for pelvic pains. A product technical analysis concluded, there is no reason to suspect a causal relationship between reported medical events and quality defect. An update product technical analysis is expected. Upon receipt of follow-up information, this case became legal. Thus, further information will be obtained through the litigation process.